Event description:
It was reported that the patient's spouse changed out their system controller to their backup system controller because it was alarming and the display window indicated to change the system controller. The patient ended up passing out because the exchange took so long, due to it being difficult to engage the driveline into the system controller. The patient was fine shortly after it restarted. The vad coordinator saw the patient in the office on (B)(6) 2021 and changed out their modular cable, due to a big tear in the sheathing, and gave the patient a new system controller as the patient's backup was the one exchanged. The patient was stable with no residual effects from the system controller change. Related manufacturer's reference number for system controller with unknown alarms that led to the exchange: 2916596-2021-04156. Related manufacturer's reference number for system controller with difficult connection to the modular cable: 2916596-2021-05935.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the driveline cable to the controller was not confirmed. The reported event of damage on the modular cable was confirmed. Visual inspection of the returned modular cable (lot number: 197700) revealed that the polyurethane jacket was torn near the controller¿s connector. No wires were exposed from the tear on the jacket and the exposed underlying layer was observed to be in unremarkable condition. The integrity of the internal wires of the modular cable was tested and the modular cable passed without any issues. The modular cable was then connected to the returned system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The cable was connected and disconnected from the controller several times and there was no difficulty engaging the driveline to the controller. The returned system controller (serial number: (B)(4)) is investigated under MFR # 2916596-2021-05935. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number 197700, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on (B)(6) 2017 via customer order. Heartmate 3 patient handbook section, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook section, entitled ¿how your heart pump works¿ addresses the proper steps for connecting the driveline to the system controller. Heartmate 3 instructions for use section, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 instructions for use section, entitled "system operations", informs the user installing a backup battery may prompt a system controller clock not set advisory alarm on the system monitor, and informs the user to use the system monitor to set the system controller clock. Section, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.